Event description:
During a spinal surgery, medtronic o-arm machine stopped working and was getting an error message. Rebooted the machine at the time, but was unable to correct the problem. Surgery needed to be aborted and rescheduled. Later noted that o-arm overheated, had electrical damage per feedback from biomed and medtronic technicians.